Event description:
It was reported that the patient experienced a loss of therapeutic effect and did not feel stimulation sensation. The reporter stated that the patient went through the millimeter wave scanner at the airport and had been having these issues since (B)(6). The patient was noted to be on program 3 at the time of the report and it was confirmed that the implantable neurostimulator (ins) was on. Stimulation was turned up to 2.3v and the patient was indicated to have felt stimulation in the "bike seat area". Two days later it was further reported that the patient was still not getting relief. Stimulation was increased from the previous setting of 2.3v to 2.5v. The reporter indicated that the patient would monitor and adjust stimulation accordingly.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot#: va01ngw, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was having concerns regarding their device or therapy, but was working with their physician or company representative to resolve the issue. It was noted that the patient had an appointment scheduled for (B)(6) 2013. No further information was provided.